Event description:
X-ray revealed that the lead had dislodged, resulting in decrease in capture and sensing. Diaphragmatic stimulation was also noted. An attempt to reposition the lead was made, however, it was unsuccessful. Hence, the lead was explanted.

Manufacturer narrative:
The reported capture and sensing anomaly were not confirmed. Analysis of the returned lead found normal electrical characteristics. All measured values were within product specifications. Physical destruction analysis found the distal coil near the connector pin over-torqued. As a result, the helix would not extend. A lead tip stiffness test was performed and was found to be within specification. No deficiency in materials or workmanship was noted.